Event description:
It was reported "issue with a biostable PICC w/pasv. It was reported that the PICC is normally fixated with the statlock. However, for the past few months, this facility has been needing to replace PICC¿s because the first PICC¿s placed have come out due to the bad fixation of the statlock device, at the skin. It was also noted that the case comes off from the adhesive plaster, very easily. The tm compared an old statlock to a new statlock and would like to know why the foam was replaced with canvas like material." "Patient required a corrective invasive procedure in which a device was replaced/revised. This includes implantable, surgically invasive (penetration through the surface of the body) or invasive (penetration though a natural body orifice or permanent artificial opening, e.g. Stoma): " "the customer noticed a change in statlock from a foam pad material to a ¿canvas¿ cloth tape material. The canvas cloth tape material has had issues of not sticking to skin resulting in PICC malposition." When was the problem noticed?: post procedure. First time unit was used?: yes. Treatment or diagnosis?: treatment. Where did problem occur?: inside the patient". It was stated this occurred with ten devices. This report addresses the tenth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of difficulty retaining catheter lines with the PICC plus crescent statlock device was confirmed but the cause is unknown. A photo of two statlock devices was returned for evaluation of this event. Both statlock devices appeared unused as the adhesive backing strips were still on the devices. One of the devices was a tricot pad (which is likely what is being referred to as canvas by the complainant) and the other contains a foam pad. It was verified that the product code supplied in the complaint file corresponded with a tricot pad. The foam pad statlock device appeared unremarkable in the photo. The tricot statlock product had a partially detached retainer. One of the sliding retaining posts had moved from the groove in the retainer and looked loose between the retainer and the tricot pad. Potential causes of the retainer not adhering to the pad could include the manufacturing process (e.g. Not enough adhesive applied, bond not cured, etc.), aggressive handling of the device (e.g. Pulling), or the joint being weakened by an antiseptic or cleaning aid. The complainant also stated that there has been bad fixation at the skin. However, this failure mode cannot be assessed from a photo sample. Potential causes of the pad not adhering to patient include improper adhesive/materials, improper preparation of site (e.g. Not allowed to fully dry before statlock application), chemical incompatibility with a cleaning chemical or tensile (pulling) forces applied to the device. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of judz0386 showed nine other similar product complaint(s) from this lot number. The complaints for this lot number (judz0386) have been reported from the same facility (B)(6).

Event description:
It was reported "issue with a biostable PICC w/pasv. It was reported that the PICC is normally fixated with the statlock; however, for the past few months, this facility has been needing to replace piccs because the first piccs placed have come out due to the bad fixation of the statlock device, at the skin. It was also noted that the case comes off from the adhesive plaster, very easily. The tm compared an old statlock to a new statlock and would like to know why the foam was replaced with canvas like material." "Patient required a corrective invasive procedure in which a device was replaced/revised. This includes implantable, surgically invasive (penetration through the surface of the body) or invasive (penetration though a natural body orifice or permanent artificial opening, e.g. Stoma): " "the customer noticed a change in statlock from a foam pad material to a canvas cloth tape material. The canvas cloth tape material has had issues of not sticking to skin resulting in PICC malposition." When was the problem noticed?: post procedure. First time unit was used?: yes. Treatment or diagnosis?: treatment. Where did problem occur?: inside the patient." It was stated this occurred with ten devices. This report addresses the tenth device.